Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Visual and microscopic analysis noted the tubing was cut down to the pump block; no tubing was returned for analysis. The pump passed leak and functional testing. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Corrected h6: evaluation conclusion core. Corrected h10: additional MFR narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) pump was thoroughly inspected and analyzed. Visual and microscopic analysis noted the tubing was cut down to the pump block; no tubing was returned for analysis. The pump passed leak testing; however, it did not pass functional testing due to failure of the activation test. Analysis confirmed the reported event. Based on all available evidence, boston scientific concludes the pump activation problem to be the most likely cause of the event.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The pump was removed and replaced. There were no patient complications reported.